Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused a fungal infection in the lungs. The patient reportedly received medical intervention in the form of prescription antifungal and was hospitalized. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged caused a fungal infection in the lungs. The patient reportedly received medical intervention in the form of prescription antifungal and was hospitalized. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section g1 updated in this report. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per (B)(4).

Manufacturer narrative:
Additional information was received on oct 09, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5102626) alleging a bipap device's sound abatement foam became degraded. The manufacturer previously received information alleging fungal infection in the lungs related to a bipap device's sound abatement foam. The patient reportedly received medical intervention in the form of prescription antifungal and was hospitalized. Additional information was received about allegation of cancer and death. The sections e1, b2, h1 and h6 have been updated in this report as follows: section b2 was updated to death. (Previously, it was only other serious or important medical events.) Section h1 was changed from serious injury to death. Section h6 health effects: clinical codes and health effects- impact code was updated.